Event description:
It was reported that the subject device showed an abnormal image. The event occurred during setup/inspection for use (during setup in the room/before the patient was in the room). There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.